Manufacturer narrative:
(B) (4): physio-control evaluated the device and found several event codes logged in the memory. Physio replaced the programmed system controller pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed system pcb assembly at the failure analysis center and determined the cause of the reported failure to be an ic chip, designator u61. During assembly testing, the component failure resulted in incomplete boot and continuous reset of the test mock up device.

Event description:
It was reported that the device would intermittently continually reset and was not available for use. There was no pt use associated with the event.